Event description:
It was reported that this right ventricular (rv) shocking lead had exhibited an increase in the impedance that has led to high out of range measurements. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.